Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. H2: additional information received: please confirm if "membrane" means "seal". If not, please specify. Yes, seal were all the pieces recovered? Were all parts recovered with the same procedure or was any additional procedure necessary or reoperation? All the pieces were recovered in the same procedure. Are the parts and the rest of the device sent for analysis? Or was the membrane part discarded? They were not discarded by the customer."

Manufacturer narrative:
(B)(4); batch #: unk. The lot/batch was not provided, therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during and unknown procedure, the trocar membrane released, and fell into the abdominal cavity. There was no delay to procedure, and membrane was removed from the abdominal cavity. Surgery was successfully completed. There was no patient consequence.